Event description:
It was reported that device stuck on guidewire occurred. The 99% stenosed target lesion was located in the mildly tortuous and mildly calcified shunt vessel. After a v-18 control wire was inserted, a 4.5-4/4t/90 symmetry balloon catheter was advanced for dilation. During the procedure, it was noted that the wire was stuck around the marker on the joint part between the shaft and the balloon catheter. Resistance was encountered upon removal, but the devices were able to be removed as one unit. No fragments left inside the patient. The procedure was completed with this device. No patient complications were reported.

Event description:
It was reported that device stuck on guidewire occurred. The 99% stenosed target lesion was located in the mildly tortuous and mildly calcified shunt vessel. After a v-18 control wire was inserted, a 4.5-4/4t/90 symmetry balloon catheter was advanced for dilation. During the procedure, it was noted that the wire was stuck around the marker on the joint part between the shaft and the balloon catheter. Resistance was encountered upon removal, but the devices were able to be removed as one unit. No fragments left inside the patient. The procedure was completed with this device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: a symmetry device was received for analysis, during the product analysis the investigator was able to load the device onto a boston scientific 0.018" zipwire without any issue. A visual and tactile examination identified that the balloon was tightly folded and had not been subject to positive pressure.